Event description:
The customer contacted stryker to report that the device was switching between manual and automatic mode on its own while attempting a rescue. It was reported that the patient associated with the event did not survive.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.